Event description:
Nurse states during colon biopsy, physician placed forceps down unk model scope into cecum for biopsy sample. Using valley lab cautery unit w/setting 45cut/25coag, physician completed procedure. Pt was admitted later in the night w/bleeding from cecum; unk procedure performed and showed a perforation in cecum and pt was sent for surgical repair of perforation.